Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital. Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After predilation with an unspecified nc balloon, this 2.5*12 mm rebel bare metal stent was selected. During implantation, strut deformation was recognized and the device was pulled back. The procedure was complete with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After predilation with an unspecified nc balloon, this 2.5*12 mm rebel bare metal stent was selected. During implantation, strut deformation was recognized and the device was pulled back. The procedure was complete with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6). Device is combination product. The returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the guidewire lumen. There were numerous kinks along the device and a complete separation 74.7cm distal to the strain relief. The balloon was tightly folded. The stent was in place and no damage was detected.inspection of the remainder of the device presented no other damage or irregularities.